Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep and the carefusion failure analysis lab tech. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty alarm cable assembly. The carefusion field service rep replaced the alarm cable assembly and ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the user facilities control ready to be placed back into service. The carefusion failure analysis lab tech evaluated the alleged faulty alarm cable assembly and was unable to reproduce/verify the complaint. Thus no root cause was determined. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "The customer called requesting fsd noting during check-off prior to patient use, they noted no audible alarm is noted even though an alarm banner is on. The customer checked the volume setting and it is set on max."